Event description:
The neotrend-l sensor was placed and ran for six days with good correlation. Then, due to a thermocouple failure, plus the decision to withdraw treatment from this terminal patient, the sensor was removed. The vac was left in place. Upon retraction of the sensor it was noted that 3 cm of the pco2 sensor was left outside the y-piece with the sensor fully retracted. The tip of the neotrend-l sensor had become detached and was missing. The nurse claims that the uac was not clamped during sensor retraction. The sensor was returned to the MFR for investigation.